Manufacturer narrative:
During the review of all complaints associated with field action, it was identified that this complaint is related to (B)(4) implementation, this is a record of the action performed as part of the fsca/recall actions and not a complaint . This action is part of correction at customer site. Therefore this is not a reportable complaint.

Manufacturer narrative:
The device ro14038 has been inspected for investigation purpose. The tests performed confirmed that we have to install new support arm to robot. New support arm has a new design and is more rigid. It avoids patient head movement.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the articulated arm was non-functional. There was no patient involvement reported.